Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided percutaneous drainage catheter placement procedure through using navarre universal drainage catheter. Prior to the procedure, it was found that the tip could not be straightened and further reported that the silk thread was sticky. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photo and video was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient prepped for an ultrasound-guided hydropericardium percutaneous drainage catheter placement procedure using a navarre universal drain catheter. Prior to the procedure, it was found that the tip could not be straightened and further reported that the silk thread was sticky. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one photo and one video were provided for review. The photo shows a partial view of the clinician holding a drainage catheter in which the pigtail end of catheter was noted. The video shows a clinician holding pigtail drainage catheter. The clinician attempting to straighten the catheter tip by hands but could not be possible. The thread tightness was noted at the pigtail end. However, the thread condition (released/wrapped around the catheter hub) at the catheter hub was not visible due to partial view and insufficient to determine the issue. Therefore, due to absence of supportive evidence, the investigation is inconclusive for the reported catheter tip straightening and sticky silk thread issues for both devices. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, d4 (unique identifier (UDI) #), g3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.